Event description:
This ra lead was implanted on (B)(6) 2006, and remains implanted at this time. A call was placed to technical services on (B)(6) 2016, reported that the hcp wanted to know what triggered the yellow alert. Atrial intrinsic amplitude is out of range. The physician was dr. (B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).